Event description:
It was reported that the reusable inner cannula is impossible to lock in the tracheostomy tube. No patient involved. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).